Event description:
It was reported that this pacemaker had a remining longevity of 3.5 years. At the previous follow up one year ago the remaining longevity was 7.5 years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis found an unexpected increase in power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had a remaining longevity of 3.5 years. At the previous follow up one year ago the remaining longevity was 7.5 years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis found an unexpected increase in power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.